Manufacturer narrative:
(B)(4) information not provided during initial contact. Result: collapsed isolator. Analysis summary: the hand piece was returned with a loose mount. The handpiece was tested for impedance and failed the test. The instrument was disassembled, moisture and a collapsed isolator were found in the instrument.

Event description:
It was reported that the customer gave her a hand piece for disposal that had a problem at some unknown time in the past. No further information is available.